Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. It is unknown which type of allograft was implanted in the patient. Although it is unknown if the implanted allograft contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per patient call that he underwent a fusion surgery at l4-s1 due to herniated disc in his back. Allegedly, the patient was fused with an allograft with no instrumentation or cages. Post-op, the patient alleged that the nerves in both his legs were pinched and he was experiencing severe pain. Reportedly, patient's condition worsened post the surgery. No other information was available.

Manufacturer narrative:
Healthcare professional's review of the event: in their opinion, the bone graft itself will not cause disc herniation, vertebral collapse and pain in the leg. Although it is unknown if the implanted graft contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
As per the patient, on (B)(6) 2016, he underwent a spinal fusion at l4, l5 and s1. He alleged of experiencing severe pain. He went to see another doctor and had a myelogram done and the doctor told him that there were no signs of any donor tissue in his spine, and his vertebrae had collapsed. Also, the patient alleged that his nerves are pinched and he is experiencing severe pain starting in lower back all the way down his legs.